Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k082513.

Event description:
The lay user / patient contacted lifescan (lfs) (B)(4) on (B)(6) 2012 alleging inaccurate erratic readings on his one touch vita meter. The complaint was classified based on the initial call. The patient mentioned that on an unspecified date and time, he tested on his one touch vita meter and obtained a 170 mg/dl and a 144 mg/dl. Readings were done within seconds from one another. Due to the alleged issue, he mentioned at an unspecified time later, he developed symptoms of sweating, tired and blurry vision. Due to the symptoms, the patient ate two pieces of sugar and then tested on his old meter around noon time and obtained a 163 mg/dl. The patient did not seek any further medical attention. Products were replaced and requested back. The complaint is being reported since the patient alleged that due to the erratic reading he developed symptoms suggestive of a serious injury and had to self-treat with sugar.

Manufacturer narrative:
Follow-up (5/17/2012) - device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4). Device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the test strip has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.